Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pegasus yel 24ga x 0.75in prn non-pvc experienced a loose tubing clamp during use. The following information was provided by the initial reporter: it's noticed that clamp loosen, resulting in regeneration after tube sealing nurse retract catheter immediately, no harm to the end user.

Event description:
It was reported that the pegasus yel 24ga x 0.75in prn non-pvc experienced a loose tubing clamp during use. The following information was provided by the initial reporter: it's noticed that clamp loosen, resulting in regeneration after tube sealing nurse retract catheter immediately, no harm to the end user.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8106231. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.